Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had faulty drawer. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tsc) contacted and spoke with user and user had carried out some basic troubleshooting and medications could be pulled from the station, and the work order was no longer needed. And also mentioned that there was no longer any indication of a failed drawer. Tsc contacted the user and confirm that the issue has been resolved. The system functioned as intended after the customer resolved the issue.